Manufacturer narrative:
E1- initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was interrupted and weakened slightly at the insertion part, component failure of the universal cord and component failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image stripes. The issue occurred at the time of reprocessing. There were no reports of patient involvement.